Event description:
This is the second of 4 reports for 2 incidents involving 2 heraeus medical devices and 1 dentsply medical device. On (B)(6) 2012, a dentist called to inquire how gluma desensitizer (gd) is to be used when placing a composite restoration. He said he uses prime and bond nt bonding agent (dentsply). He was instructed to etch, rinse, gd for 30-60 seconds, rinse, and apply bonding agent as directed by the manufacturer. He said that is what he did when they placed a filling on tooth #30 on (B)(6) 2012. He said the filling fell out on the following (B)(6) 2012. He said the pt had been complaining of sensitivity. The doctor stated there was no nerve exposure. The dentist reported that he replaced the filling. He said he used venus composite as the filling material but it is not possible to give the shade or a lot number because they do not write in the treatment notes for a posterior restoration. He described the restoration technique used. He said he etches and rinses, then applies gluma desensitizer for 30-60 seconds and rinsed under suction. He said he applies the prime and bond nt, then air dries and cures. He then repeats this procedure. He then adds the composite and light cures.

Manufacturer narrative:
As allowed by exemption # (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. Method - no deviation from the directions for use was noted in usage of the venus composite. Bond failure may have occurred because of water and saliva contamination in the treatment area.